Manufacturer narrative:
Investigation could not replicate fault; however, the investigation did find that the unit's rsa was below the recommended signal strength. It was determined that the rsa was beyond economic repair.

Event description:
User reported that after going on bypass, the safe flow bubble started triggering and the user could not disable it. They troubleshooted the system, but still had issues re-establishing flow. There was no patient harm.